Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. Upon further review this is not a reportable malfunction.  Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to the service center and is pending evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The service center was informed that the customer was unable to obtain an image after connecting the video processor or light source. There was no report of patient involvement.